Event description:
During the robot prostatectomy echelon flex 45 mm stapler with ecr45g green reload was used. The stapler misfired. Misfiring did not cause any harm to the patient. Sales representative for ethicon was called in to review and brought device to safety. Sales rep and safety officer looked over obtained device and sales rep. Opinion was that device did malfunction and failed to fire.